Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have a crack in the middle of the front panel, the input manifold was loose, input output side label was ripped, alarm pressure knob was replaced with incorrect knob and continuous positive airway pressure knob was cracked. Based on the visual inspection, the reported issue was confirmed. The investigation attributed the root cause of this condition to damage caused by user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device was serviced previously for an unrelated purpose. The device front panel and input/output label were replaced, and the input manifold was tightened. Components were refurbished and preventative maintenance was performed.

Event description:
Oracle ro (B)(4) : physical damage.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had "physical damage". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.